Event description:
It was reported that when using the bd pyxis¿ medbank tower, encountered a drawer offline message. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was in offline mode. The technical support specialist (tss) asked the customer to try using the drawer power switch located behind the cabinet. Tss instructed to switch it to the "0" position, wait for 10 seconds, and then switch it back to the "I" position. After restarting the medbank, the drawers came back online. The system functioned as intended after the technical support specialist troubleshooted the issue.